Event description:
Customer reporting 10 false negative sars results. Customer states the results were confirmed positive by pcr method. Numerous attempts were made to gather further information and troubleshoot with the customer by multiple quidelortho employees without success. Based on previous order history it is presumed the product they used to produce the 10 results was expired. Report 1 of 10.

Manufacturer narrative:
Investigation conclusion: use of expired product is suspect. Root cause: issue likely due to the usage of expired kits. Source: phone.